Event description:
Reporter alleged the patient received a result of 154 mg/dl and then 244 mg/dl on the inform system at unknown times, but then the patient coded. Reporter stated the patient was unresponsive and given sugar as treatment. Reporter stated they also performed a lab test on the patient which returned 32 mg/dl and the patient was treated based on the lab. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure the device locked on tissue and would not fire. The device was removed with the manual release. Another device was used to compelte the case with no patient consequence. One device to be returned. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). The analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with a green reload loaded in the device. The reload was received fully loaded with staples. The returned device was tested for functionality with a test reload on the three articulated positions; when fire to the right the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the right articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). The device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.